Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-6480, dualwave¿ arthroscopy fluid management system, the pump fluid usage was reported as higher than expected. This was detected during use in a rotator cuff procedure on (B)(6) 2025. The procedure was completed successfully as per normal. (B)(6) 2025 - the complaint initiator replied that after talking to the team on site, the excessive usage seems to have been consistent over the past few weeks, they usually expect 7-8l of fluid use however they were seeing around 12l of usage more often than not. During the case the complaint initiator attended, nothing seemed out of the ordinary and they used about 7l.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation for the ar-6480 arthroscopy pump (batch 22202006) is confirmed based on photographic evidence showing a system error message reading ¿tubing out.¿ based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined that the most likely cause is a use-related tubing setup or engagement condition.